Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) been completed. The reported problem (does not charge batteries properly) was confirmed. As received, the charger was resetting. The cause of the inability to charge the battery packs properly is a failure at flash components u102 and u105 on the c/a board sn (B)(4). The bga components had a suspect intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 4/16/2013. Implementation began on (B)(6) 2013. Results will be monitored. In addition, upon evaluation, liquid contamination was found on the battery board. The cause of the liquid contamination is ingress of an unknown contaminant. The root cause of the inability to charge the batteries properly cannot be isolated to the flash failure or the contamination. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the batteries properly.